Manufacturer narrative:
Multiple attempts were made to obtain additional details of the event and outcome however they were unsuccessful, and it appears no response with be forthcoming. According to thermage flx user manual, blisters and redness are a known possible side effects during a thermage flx treatment. The procedure produces heating in the upper layers of the skin, and may cause burns and subsequent blister and scab formation. There is a small chance of scar formation. Application of topical steroidal or antibiotic preparations may be of benefit. In the rare instance of a burn that results in a scar, the scar will probably be very small and respond readily to removal with a laser device. A review of the manufacturing records showed all requirements were met. The lot history, trend analysis, risk analysis and directions for use review were considered acceptable, with the product performing within anticipated rates. Review of manufacturing records show final manufacturing test verification specifications are acceptable. No non-conformities or anomalies found related to this complaint when reviewing the device history record for the serial number. Based on the available information, no causal factors can be determined and no conclusions can be drawn. No corrective action is necessary at this time.

Manufacturer narrative:
During evaluation of the returned handpiece, solta service depot could not confirm a cryogen leak. The handpiece functions properly when plugged into the console. Cryogen flow was good during simulated use. The connector pins were functioning appropriately, and the handpiece outer facia was not damaged. Solta service depot was unable to duplicate any cryogen flow issues during testing. The unit passes fiber optic screening, electrical, functional and radiofrequency testing. The lee valve and inline filter were replaced as a precautionary measure only. The complaint failure mode was not duplicated. The investigation is ongoing.

Event description:
A user facility reported that during a thermage flx treatment cryogen was flowing strongly out of the handpiece. The provider was burned by the cryogen when they shook the handpiece. No patient injury had occurred. Further details of the event and the provider's current status and outcome are unknown.